Manufacturer narrative:
During failure analysis, the customer's complaint could not be duplicated; the device did not overheat during testing. Further investigation revealed corrosion damage within the motor and press plug. According to the analysis notes, the rotor bearing had lost lubrication due to corrosion. Corrosion damage to the bearings could lead to the overheating described by the customer. The faulty parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair due to overheating during an oral max procedure. No adverse consequence was reported; another device was used to complete the procedure without any procedure delay.